Manufacturer narrative:
(B)(4). The support engineer (se) troubleshot the issue with the customer over the phone. The customer stated there was visual alarms but no audible alarms and that it was probably because they had pushed the alarm silence button. The customer was advised to review the alarm logs and run extended self tests (est). The customer stated that the ventilator passed est and the ventilator was ran for four hours with no issues. The customer stated the event occurred within the two minute timespan of the alarm silence. The customer was advised to have performance verification tests performed.

Event description:
The customer reported that, during patient use, the patient became disconnected and there were no alarms. The patient was removed from the ventilator and placed on a second ventilator. No harm to the patient as a result of the event.